Manufacturer narrative:
Updated fields: h4, h6 and h10. Correction: d9 (2023 to 2022). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the imaging issue was caused by a faulty latch on the video connector. However, a specific cause for the faulty latch was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a faulty usb drive connector board, corroded top cover/bottom chassis, faded front panel text, and corroded picture in picture connector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image and the connector is loose. The event occurred during procedure and there was no patient harm or user injury reported due to the event. This report is being submitted for the no image.